Manufacturer narrative:
Concomitant medical product: product ID: 3889-28, lot# va101xa, implanted: (B)(6) 2015, product type: lead. Date is approximate. Month and year are valid.

Event description:
Information was received regarding a patient implanted for gastrointestinal/pelvic floor and fecal incontinence. The consumer reported painful blood blisters started forming on the implant in (B)(6) 2016. One of the blisters "busted open" so the patient went to the emergency room where they were told it was due to the jeans rubbing the incision line. At the appointment, it was noted the lead was exposed under the skin and it was "coming back out." An emergency lead surgery was performed on (B)(6) 2016 as the lead had "come out." The healthcare provider reportedly said the stimulator was working just fine down but they could not get it to connect. In (B)(6) 2016, a 505 error code was shown indicating "invalid settings." The patient discussed it with their hcp for a checkup on the surgery but the hcp stated not to worry about it. Additional information from the hcp reported the device was reset with the clinician programmer and the error code resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.